Manufacturer narrative:
The device was evaluated by stryker. The reported issue was not able to be verified or duplicated. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report their device would not connect to the defibrillation pads. In this state the device may not be able to deliver defibrillation therapy if needed. Patient involvement was not reported.